Manufacturer narrative:
(B)(4): results - cva/ stroke, death. No device received for eval.

Manufacturer narrative:
Patient status at the time of the index procedure was stable angina. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor sprint rx drug-eluting stent (2.50 x 24) was successfully implanted during index procedure to distal circumflex. Pneumonia was reported to have occurred approx 1 week following index procedure. Ischemic stroke was confirmed by neurosurgeon 1 week later. It is reported that event was severe. Invasive strategy was considered but deemed too risky to treat. Pt remained hospitalized and pneumonia returned 3 weeks later. Pt was given antibiotics, managed with continuous hemodiafiltration and died that day. Cause of death was reported to be due to pneumonia. Investigator has indicated that the event had no relation to the study device, procedure, and drug.